Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2011 and (B)(6) 2011 and subsequently expired after the use of the product.

Manufacturer narrative:
This is one event (cardiovascular) of two events reported for the same patient involving three separate products; associated mdrs #1225714-2014-05252, 1225714-2014-05253, 2937457-2014-01271, 1225714-2014-05254, 1225714-2014-05255, and 2937457-2014-01272.